Event description:
Upon receipt of the device, the user reported that the tubing inserts to not appear to be the correct size. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed. The returned tube clamp inserts are the wrong size/color. The inserts are not molded correctly and should have two different size openings; however, both openings the same size. All in-house inventory was put in quarantine; sorted/scrapped. A supplier notification was sent. No additional activity will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.